Event description:
(B)(4). Migraine headaches, cramps that feel like contractions, abdominal pain, nausea, fatigue, mood swings, skin rashes, loss of balance, dizziness, bloating, random sharp pains in my abdomen during exercise, spontaneous heavy menstrual cycles, pain in my abdomen after sex, loss of libido all since essure.